Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data indicated evidence of a partially discharged battery installation. During a visual inspection of the pump, the battery compartment was observed to be cracked. A battery cap was not returned with the pump; a test cap secured properly and was used to complete investigation. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.